Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with cefepime (1 gram one bag 7.5%, intraperitoneal, once daily, discontinued after 19 days) and amikacin (100mg 2 bag 2.5%, intraperitoneal, once daily, discontinued after 19 days) for peritonitis. At the time of this report, the patient has recovered from peritonitis and cloudy pd effluent (19 days after the event onset). Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized, however the patient was treated with cefepime injection (1gm) and amikacin injection (100mg) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.